Event description:
It was reported that high threshold and impedance were observed. X-ray revealed that the lead body was twisted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.